Event description:
Boston scientific received information that this patient¿s cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead have exhibited high out of range pacing impedance measurements of greater than 2000 ohms for the past five months. The ra lead was also found to be oversensing noise thus inhibiting pacing in the atrium, however there were no reports of any pauses or asystole. It is suspected that the ra lead has fractured as there was accompanying loss of capture and high pacing thresholds noted as well. The patient¿s cardiac resynchronization therapy defibrillator¿s (crt-d) atrial lead discriminators were turned off and the crt-d was reprogrammed to vvir. Additional information made available from the field indicated that the physician did not know the cause of the high impedance measurements and that there are no plans for any intervention at this time. The crt-d continues to remain in service. There were no adverse patient effects noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.